Event description:
During service, the baxter repair technician reported a fail code 570. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump has not received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.